Event description:
It has been reported to philips that the x-ray failed upon start-up. The case had to be competed on other cv equipment. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not start correctly and x-ray generator error. Fse performed the trouble shooting action and found that a 24v power supply coming from the dcm-x1 card of m - cabinet was failing. Reconnecting the dcm module and restarting the equipment makes the x-ray generator operational again. The review of log file shows that the fd controller and collimator errors. The fse replaced the pdu dc module (dcm) unit of m ¿ cabinet. After the replacement of defective part, the system was returned to use in good working order. The codes were updated based on the investigation outcome.